Event description:
Boston scientific received information that on fluoroscopy,the right atrial (ra) lead and right ventricular (rv) lead appeared to be twisted near device header. The pocket was opened and the leads were repositioned and sutured down. There were no further adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.